Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra2 meter had a cracked display after being dropped. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issue began about a month prior to contacting lfs. The patient stated that she does not take any medication to manage her diabetes and reported taking less food and/ or drink in response to the alleged meter issue. The patient reported developing symptoms of ¿vertigo, shaking and thirst¿ although it is unclear from the documentation if they developed before or after the meter issue began. The patient stated she was unable to test with the subject meter due to the alleged meter issue and reported attending the doctor¿s office, shortly after the symptoms developed. The patient reported receiving treatment in the form of glucose tablets. The patient reported obtaining a blood glucose result of ¿2.1 mmol/l¿ on the clinic meter and ¿2.4 mmol/l¿ on a laboratory device (date/time unspecified). Prior to receiving treatment, the patient claimed her diet had changed (less carbohydrate and more protein) as instructed by her doctor. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first and there was no indication of misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient was reportedly treated for severe hypoglycemia and the alleged meter issue could not be ruled out as a cause or contributor to the event.